Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe was too large to fit through the trocar. Additional information has been requested.

Manufacturer narrative:
The 23 gauge laser probe was manufactured on october 25, 2017. There were 2196 paks associated with this lot. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).